Event description:
As a result of enternal feeding pump's failure to deliver fluid at prescribed flow rate, resident apparently received incorrect amount of tube feeding on 7/10/99. Physician's order was for 1500cc/24 hr period. According to rn that adminstered the feeding, 1500cc was started at 8:30 pm- bag was empty at 11:50 pm. Undetermined amount of formula leakage was noted on linens when the error was noted. Resident prepared for transfer to the hospital per physician's order- resident expired at facility on 07/11/99 prior to transfer.